Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. Tac did note to the customer that when both the cv-190 and EU-me1 devices are turned on the EU-me1 unit does take longer to boot up, and consequently, it may not be ready to broadcast the signal right away. Tac went on to provide a few different trouble-shooting options to help pin down what device was causing the reported failure. Tac called the customer back, and during the second call, the customer noted that the units started giving n207 notifications and e302 error messages. Tac walked the customer through the corrective procedure to resolve those during that call. After reaching out to the customer one final time, the customer did confirm that these events were ultimately traced to the scope being used, not the imager. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that both of his evis exera iii video system centers were not producing an image during an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. Event 2 of 2. For event 1 of 2, please reference report with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. H4: this field was incorrectly completed for the initial. Serial number is unknown, therefore, the device manufacturer date is unknown at this time. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the cause of no image was found to be attributed to the connecting scope. The connecting scope was an olympus scope but the customer was unable to provide the model and serial number. Medwatch patient identifier c21425298 was reported for the related olympus scope. The following information is stated in the instructions for use: "chapter 9 troubleshooting. Never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device.